Event description:
Patient involved in motorcycle accident 3/92. Had open reduction, internal fixation, left hip and femur. Readmitted to hospital 6/8/92, complaining of pain to left femur area. Patient stated x-rays taken in doctor's office revealed femur plate was bending. Admitted for removal of plate and iliac bone graft. Procedure done on 6/8/92.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: manufacturing. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. The device was not destroyed/disposed of.